Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause of the difficulty access with the refills was determined to be ¿angled away¿. No further patient complications were reported or anticipated.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indications for use were failed back surgery syndrome, chronic low back pain and spinal pain. It was reported that the patient would have a pocket revision due to difficulty access with refills. Per the reporter while in the or (operating room) the healthcare provider may try to get the catheter tip higher as the physician was thinking that if the tip was a little higher the patient may get even better pain relief. There were no reported patient symptoms as the patient confirmed pain relief. Priming was reviewed with the reporter. No further patient complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the pump looked fine and it wasn¿t too deep in regards to if the pump was angled at implant or did it move after implant. The reporter did not believe it had moved. No further patient complications were reported or anticipated.